Event description:
The manufacturer received information alleging a malfunction of a ventilator's display. The device was not in patient use. The ventilator was returned to a third party service center and the customer's complaint was confirmed. The device's lcd needs repalced to address the issue. During the evaluaiton at the third party service center, the device failed to charge it's internal battery. The power management board needs replaced to address the issue.